Event description:
It was reported the device were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device did not work properly. The procedure was converted to open.